Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Current blood glucose was 514 mg/dl. Customer stated that insulin is squirting out during the manual prime process. Customer states they were not wearing the pump during priming. Customer treated for high blood glucose with manual injection. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.